Event description:
X-rays were received for review from a vns treating physician in (B)(6). A gross lead break was noted near the electrodes in the neck area. The pt does have a history of being hyper agil and is developmentally delayed. A specific fall or injury was not reported. Their vns generator was programmed off. Surgery is likely but not date planned at this time. If surgery is planned at a later date, attempts will be made for their product to be returned for analysis.

Manufacturer narrative:
MFR review of x-rays. Review of the x-rays by the MFR revealed a gross lead discontinuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient had full revision surgery. Good faith attempts are underway for the explanted product to be returned for analysis.

Manufacturer narrative:
Serial #, lot#, expiration date; corrected data: previously submitted MDR incorrectly reported this information. Device manufacture date; corrected data: previously submitted MDR inadvertently did not include this information.